Manufacturer narrative:
A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information was requested. (B)(4).

Event description:
A customer reported that while injecting the intraocular lens (iol) into patients eye the lens has entered the piston of the injector and damaged the haptic. There was no patient harm and the procedure was completed on the same day using the back up lens. Additional information was requested.